Event description:
It was reported that the patient had a loss of therapeutic effect noted having suicidal thoughts when the pain was too much and the patient was afraid the thoughts would return if the system was not replaced to get it working. It was reported that the patient needed to have the neurostimulator (ins) battery replaced. Further information noted that the ins was functioning properly, but the patient may not be getting pain relief due to a possible lead fracture. The system was interrogated and impedance > 3600 ohms were noted on electrode 11. Other electrode impedances were within 1100-1200 ohm range. A low impedance value was also reported with group impedance programmed at 1.5v/450us/40hz 1-, 2-, 3+, 6-, 7-, 11-, 12+, 13-, the reading was 131 ohms and 8.82 ma. The patient felt stimulation, but was not getting effective coverage. No old impedance readings were available for comparison. The patient had fallen several times. Reprogramming was tried, but did not get therapeutic effect. X-ray was performed and a break at the lead site was noted. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.